Manufacturer narrative:
Philips is in process to obtain more information about the reported event the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
It was reported to philips that a (B)(6) male patient who was being treated for abnormal communication of carotid arteries with cavernous sinus experienced hair loss after the procedure.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: due to a lack of sufficient information, no log files available, we are unable to identify the cause of the issue. A philips field service engineer has made three attempts to obtain more details about the dose report and patient outcome without success. The customer mentioned that three other patients complained (complaints: (B)(4)) about hair loss after a procedure on the same philips system (722013, s/n: (B)(4)) and the same user. We have analyzed planned maintenance documentation from may 2016 until august 2017. No system malfunction was identified. In addition, during maintenance, system checks were passed. The user stated to our philips employee that the issue mainly happens with patients undergoing an embolization procedure.